Event description:
Pt gender: unk. According to the rptr: according to the rptr an endostitch was used during the procedure. The handle would not release the suture needle and the needle broke off while still locked in the hand piece. The needle fell into the cavity, but it was retrieved with graspers. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 mins. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 mins. There was no unanticipated tissue loss an the incision size was not extended.

Manufacturer narrative:
(B)(4).